Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips healthcare that the batteries do not charge anymore. There was no pt involvement.